Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.1260" x 0.3180" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding jaw was unable to cut suture was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of mega suturecut needle driver instrument would not cut suture. The procedure was completed with no reported injury.